Manufacturer narrative:
There is a small percentage of the population with a natural sensitivity to cyanoacrylate adhesive. This is indicated in the instructions for use (IFU).

Event description:
Allergic skin reaction (diffuse erythema) occurred after use of liquiband for insertion of implantable port for chemotherapy.